Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition unknown.

Event description:
It was reported that patient (B)(6) underwent a revision surgery of the glenoid due to loosening/lysis. No additional information available.

Event description:
It was reported that patient (B)(6) 2023 underwent a revision surgery of the glenoid due to loosening/lysis. No additional information available.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.